Event description:
It was reported that the programmer had a delay in its screen response during programming. It was further reported that the speed of the printer was very slow. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).